Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was in the intensive care unit (ICU) on (B)(6) 2011 due to withdrawal. Pump was replaced on (B)(6) 2011. The physician tried to program a bolus of baclofen with the pump but was only able to interrogate the pump, not able to send a command. The reporter stated physician administered a bolus through the cap and pt responded pretty quickly. Add'l ino has been requested and will be reported if it becomes available.